Event description:
Customer reported that after changing his cartridge on (B)(6) 2025, his pump showed only 18 units remaining. There was no adverse impact on the customer's blood glucose levels, as they did not exceed 500 mg/dl or fall below 54 mg/dl. Customer resolved the issue by replacing the cartridge and successfully continued insulin use without needing additional assistance.